Event description:
It was reported that intra-aortic balloon (iab) was inserted & all connections were made to pump following routine procedure. On start-up of initiating iab support, pump purged & alarmed "high pressure 1." Clinician checked under fluoroscopy for a kinked line & saw that distal tip of iab was not completely unwrapped. Md tried to manually inflate iab under fluoroscopy & succeeded. Iab was reconnected to pump & same error occurred with iab inflating partially. Iab volume was reduced in stages with 0.5cc; pump restarted at each setting until iab reduced to 86%. "High pressure alarm 1" continued & iab volume was changed back to 40. Pump exchanged for another pump; same error continued. Another attempt to manually inflate was made, but upon reconnecting "high pressure alarm 1" continued. Iab was exchanged over same guidewire at same site. New iab was inserted with success. A follow-up report will be filed if more information becomes available.